Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 70939, and the data files were returned and analyzed. The data files indicated the balloon catheter was used for fifteen applications. The data files also showed system notice (B)(4), indicating that the safety system detected fluid in the catheter and stopped the injection, was received. Additionally, system notice (B)(4), indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled, was also received. Visual inspection of the balloon catheter showed traces of blood inside of the balloons. Smart chip verification indicated the balloon catheter was used for fifteen applications. The balloon catheter failed the performance test due to system notice (B)(4), indicating that the safety system detected fluid in the catheter and stopped the injection, being received upon connection to the console. Dissection and pressure tests showed a guide wire lumen leak and breach at 0.95 and 1.5 inches from the tip of the catheter. In conclusion, the balloon catheter failed the return product inspection due to the guide wire lumen kink and guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.